Manufacturer narrative:
Under investigation.

Event description:
Customer reported that system gave a camera error when they attempted to make an exposure, system was removed from procedure and portable xray system was brought in. No pt injury was noted and image quality was non-existent.